Event description:
N/a.

Manufacturer narrative:
UDI: (B)(4). Device history record - the DHR shows no abnormalities related to the reported failure. A1113 mayfield adaptor was returned for evaluation: the reported complaint was not confirmed from the evaluation. No issues were observed from the functional testing of the device, and if the unit was properly positioned and put under pressure unit would not have slipped. Preventative maintenance and cleaning is required at this time. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 3 of 5 reports which are linked to mfg report numbers: 3004608878-2020-00721, 3004608878-2020-00722, 3004608878-2020-00724, and 3004608878-2020-00725. A facility reported that a patient slipped out of the skull pins of the mayfield neurogen adapter (product ID a1113) which resulted in a small cut on the head during an unspecified neurosurgical procedure. Additional information was later provided indicating that there was a possible malfunction involving the compression screw. There was no known medical intervention done or no known delay in surgery. Additional information has been requested.